Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for chronic low back pain, lumbar radiculopathy, and spinal pain. It was reported that the patient had poor communication. Patient was unable to charge their stimulator because the recharger will only show the reposition antenna screen. Patient tried repositioning antenna but issue did not resolve. Patient reported they last successfully were able to charge their device was probably a month ago. The patient reported their programmer wasn't powering on and indicated batteries were only lasting a couple of weeks and draining quickly. No further complications reported and/or anticipated at this time.